Event description:
Info received indicates the bed lost ground due to a missing ground pin on the power cord plug.

Manufacturer narrative:
The technician replaced the power cord plug to repair the bed.